Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left distal femoral replacement was revised due to the proximal stem being bent not broken. The distal femoral replacement was revised to a total femoral replacement. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding non-functional involving an unknown gmrs femoral stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: there was no accompanying medical history, pre or postoperative radiographs, or medical records for review. Based on the pi report and the x-rays provided, a distal femoral replacement was performed using a gmrs component. A revision to a total femur# was proposed/performed due to bending of the proximal stem of the component. Event confirmation: bending of the proximal stem of a gmrs component can be confirmed from the x-rays. A revision to a total femur implant cannot be confirmed. Root cause: the root cause for the bending/failure of the proximal stem of the gmrs implant cannot be ascertained. Root cause of the unconfirmed revision to a total femur would be the bending/failure of the gmrs stem. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported the patient's left distal femoral replacement was revised due to the proximal stem being bent. The distal femoral replacement was revised to a total femoral replacement. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: there was no accompanying medical history, pre or postoperative radiographs, or medical records for review. Based on the pi report and the x-rays provided, a distal femoral replacement was performed using a gmrs component. A revision to a total femur# was proposed/performed due to bending of the proximal stem of the component. Event confirmation: bending of the proximal stem of a gmrs component can be confirmed from the x-rays. A revision to a total femur implant cannot be confirmed. Root cause: the root cause for the bending/failure of the proximal stem of the gmrs implant cannot be ascertained. Root cause of the unconfirmed revision to a total femur would be the bending/failure of the gmrs stem. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.